Manufacturer narrative:
Hamilton medical ag ref. (B)(4). Investigation is ongoing.

Event description:
Hamilton medial ag received the following complaint description (summary): the ventilator reportedly shut off, displayed a blank screen, and could not be powered down until the batteries were removed. After rebooting, multiple technical error codes were displayed. A technician was scheduled to inspect the device onsite. The returned questionnaire indicated no patient involvement and no intervention necessary. The investigation to verify the allegation is still in progress.